Event description:
Reporter stated that customer received a result of 120 mg/dl on her nano system. Within 1 minute, she tested on the school nurse's personal meter (brand unknown) and received a result of 38 mg/dl. Customer was having hypoglycemic symptoms at the time of the results, and the nurse provided candy and a snack to eat. The customer would not have been capable of retrieving the candy and snack, but she was able to consume it herself. No adverse event reported. The manufacturer requested return of suspect product for evaluation. Reporter was unable to provide the lot number or expiration date of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.